Manufacturer narrative:
D10: concomitant product: product ID: 9735856, lot #: 0012430489, ubd: unknown, UDI#: (B)(4). Concomitant product: product ID: 9735857, lot #: 0012377211, ubd: unknown, UDI#: (B)(4). H2, h3, h6: the system was serviced in the field. The dp video cable and the usb cable for the touchscreen, and all internal connectors were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the touchscreen turned off during use. Delay information was not provided. There was no reported impact to the patient. Additional information was received. It was reported that the display (with touchscreen) turned off during intervention. There was no reported delay to the procedure.

Manufacturer narrative:
A0902: display turned off a1303: touchscreen turned off d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: -, ubd: unknown, UDI#: unknown g2: this event occurred in france, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.